Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 243-244 mg/dl. Customer administered a correction bolus via the pump to address the bg. A pump system check was performed, and it was reported that insulin was not being delivered from the cartridge. Reportedly, the cartridge was changed to address the issue and insulin delivery was resumed.